Event description:
The complainant reported that during support of impella cp on the patient¿s pump was repositioned last night after patient had episode of vomitting followed by position alarms. Added norepinephrine drip and lr bolus for cvp-3. Post esophagogastroduodenoscopy, the patient developed tachycardia and decompensated requiring addition of vasopressin, dobutamine and amiodarone. The patient was slowly weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was most likely pulled out of position by the patient when they vomited. Device history review: the device passed all post sterile inspection checks.